Event description:
The MFR of the lami pack writes, "the product quality report indicated that the gauze sponges were packed into the pt's back to absorb blood. When they were pulled out, the sponges frayed, fell apart, and split around the area of one of the creases of the sponges." The MFR of the sponges writes, "analysis of the returned samples confirmed the reported complaint of "falling apart." Several sample sponges were returned that visually appeared to be weak at the fold farthest away form the elements. To verify this, a fluidity of dispersion test was performed. The results of this test indicated that the gauze had been chemically degraded. Inspection under the microscope of the fibers near the fold were flat while the fibers through the rest of the sponges were round. It appears the creases form one of the paddles that helps fold the sponges was not aligned properly. This caused it to hit the sponge at the wrong position and with too much force. The result was damage to the sponge near the fold. The creases bar has been checked and realigned to ensure proper function. In addition, changes have been made to the bleaching process since the production of this product. We have reduced the amount of chemicals as well as the cycle times used during bleaching. We feel these steps will greatly reduce the chance of recurrence."